Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, the 2.00x6mm mini trek ii over the wire (otw) balloon dilatation catheter (bdc) was found with a hole in the balloon wall. There was no noted damage to the outer packaging. The device was not used in the patient. There was no patient involvement and no clinically significant delay in the procedure. Another 2.00x6mm mini trek ii bdc was used for the procedure. No additional information was provided.

Manufacturer narrative:
The device was not retuned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. However, possible factors that could contribute to a hole in the balloon include, but are not limited to, balloon damage during processing of the balloon material, inflation technique and insufficient preparation. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.